Event description:
Patient was injected in the urethra with coaptite; the coaptite extruded from the tissue and has a possible infection. The patient was on coumadin which was stopped the day before the procedure and started on lovenox before the procedure.

Manufacturer narrative:
The coaptite injection was uneventful, except for initial retention which resolved within a day. With a history of recent hip replacement and some new hip pain, the patient was started on levaquin the day of the procedure. She subsequently developed urinary retention and vaginal pain, and a catheter was placed. In 2009 (one week post injection), she failed another voiding trial. The periurethral tissues (including underlying anterior vaginal wall) were swollen (not firm like an abscess), purple and mildly tender. On the day prior, the patient had a cystogram; which showed blood clots mixed with tissue and white crystalline material along the right urethral wall. The urethra appeared ragged. At this time it appears there has been bleeding in the periurethral tissues with extrusion of the coaptite. It is unclear if there is any significant infection.